Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). Regarding the report the pump started to stick out and was re-tacked down, the hcp stated the sutures had pulled out of the soft tissue. The pocket was revised. It was indicated there was poor patient tissue compliance and this was not a pump issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative (rep) regarding a patient receiving intrathecal morphine 10 mg/ml at 0.55 mg/day via an implanted pump for an unknown indication. It was asked, but unknown when the event/difficulty occurred. The pump was implanted on (B)(6) 2018 and shortly after implant, the pump started to stick out. It was noted refills and therapy had been normal, but the pump pocket was revised and the pump was re-tacked down. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event were unable to obtain, not available. The patient¿s weight was asked, and unknown and medical history was asked, and both would not be made available (legal/confidential reason). No further complications were reported/anticipated or expected.